Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection showed a lot of eschar and no external defects. When the knife-locking mechanism is fully depressed by closing the jaws, the knife does not move when deployed. The reported condition was confirmed. The blade of the complaint sample can¿t be released when the device is triggered. The root cause for the knife blade lever sticking is that the pin on the actuator cover dropped out of the blade cam, which prevents the trigger from releasing even when the device is closed. Pushing the tooth of the actuator cover too hard into the body may cause the actuator cover pin drop out of the blade cam. According to the current manual assembly instructions, the device will be triggered for several times to perform the functional testing during manufacturing. The device had to pass the tests before it can be sealed and delivered. The reported failure mode can be detected through the normal process checks. During normal usage, the tooth of the actuator cover will not totally move into the body when the device is fully pressed. When the compliant sample was subjected to excessive and abnormal pressure, the device could not be released. When a control device was subjected to similar excessive and abnormal pressure, the device could not be released. The root cause is when the tooth of the actuator cover is subjected excessive pressure, this may cause the actuator cover pin drop out of the blade cam. The investigation could not determine the root cause of the customer's report. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece knife did not advance and the surgeon had difficulty on triggering the knife. They used a similar forcep to complete the case. There was no patient injury.